Event description:
Information received, indicates the left siderail is not staying up.

Manufacturer narrative:
The technician replaced the missing screw and washer for the siderail latch connection to repair the stretcher. The technician also replaced two missing rivet ratchets.